Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Additional information received indicated that the physician has opted to perform other diagnostic studies to determine if the patient's heart function has improved before scheduling the patient for a generator change. To date, this device remains in service. No adverse patient effects were reported.